Event description:
The reporter stated that during a spinal surgery procedure for a l4-iliac posterior fixation, the doctor inserted the screw on the right lower side of the iliac crest using another manufacturer's power driver. The screw broke at the screw head during removal of the driver. All screw parts were removed from the patient. Another screw was inserted. Surgery time was prolonged by about ten minutes. There was no adverse outcome for the patient.

Manufacturer narrative:
A review of the device history record showed no anomaly. The product was received for evaluation. The instrument used was an integra inserter that was connected to another manufacturer's power driver. The complaint sample shows burnish marks around the diameter outside, indicating that it was spinning and the outside diameter of the screw head shows damage as well. The tool was not engaged completely and touched the top of the collet, causing it to mushroom out to a barrel shape, allowing the screw and collet to pass through the seat. No corrective or preventive action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.